Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported "rupture prosthesis". This record is for an unknown side. Device was explanted. It is unknown if device will be returned.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.